Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00132. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011. The needle pulled off from the suture during the procedure. Another like device was used with no adverse patient consequences.